Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the completed UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Blockh6: device code a1502 captures the reportable event of gel misplacement non-vascular.

Event description:
It was reported that during a spaceoar vue placement procedure, the physician performed the hydro dissection in both imaging planes. The physician aspirated the syringe for at least five seconds to check for veinous placement and the aspiration was negative. The needle tip was not visible, and it was told to the physician that he had to find the needle prior the injection. The placement procedure was started and resulted in a computed tomography (CT) scan post procedure; the image showed that the hydrogel seemed to be in the capsule. The patient is asymptomatic.